Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2021-19321. Related manufacturer reference number: 1627487-2021-19322. Related manufacturer reference number: 1627487-2021-19342. It was reported that the patient's percutaneous leads had migrated. As a result, the physician explanted the patient's leads and planned to replace them, however, during the procedure the patient experienced a csf leak. The physician administered a blood patch during the procedure and attempted to place percutaneous leads, but the procedure was abandoned due to scar tissue. Further surgical intervention is planned to place a penta lead.